Event description:
It was reported that "the resting cuff appears to have a small crack/split at the side in what appears to be a potential failure with the moulding." This was detected when opening the tube for use. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Manufacturer narrative:
(B)(4).